Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted condensation in the ventilator relief valve. The unit was cleaned. No report of patient involvement.

Event description:
The hospital reported the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.